Event description:
It was reported that during the pre-use check, the customer noticed no scalpel was packed in the product kit. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
The investigation of this complaint was limited because no sample, photo nor lot number was provided. Customer is claiming missing 10003161-001 safety scalpel, 15 blade.no trend of similar customer complaints nor internal non-conformities related to missing component in ultraperc finish good kit was identified. As the allegation cannot be confirmed the root cause of this incident is unknown. In april 2022 vision camera system has been successfully implemented into ultraperc packaging process (pwi-10005887 rev. 106) therefore presence of all components within blisters is 100% verified prior blister sealing process. Affected product had to be manufactured prior implementation of this improvement into the process.